Manufacturer narrative:
Additional information: device available for evaluation? Yes. Returned to manufacturer on: 9/22/2020. Device returned to manufacturer ¿ yes. Device evaluation: product was returned in a plastic bag and inside a sample container. Visual inspection performed under microscope: lubricating material residue and loose particles were observed on the lens surface. The lens was cut into pieces and the haptics were damaged/distorted. These could be related to the explant process. With the information provided and due to the conditions of the sample returned the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA: (B)(4).

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to negative dysphotopsia. The patient complained of a shadow in her peripheral vision. The lens was replaced with a non-johnson & johnson replacement lens. There was no vitrectomy, incision enlargement or sutures required. There was no patient injury. The shadow has resolved. No additional information was provided.